Manufacturer narrative:
The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The supplemental report had the incorrect aware date. The correct aware date is january 27, 2019.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced diabetic ketoacidosis. The customer¿s blood glucose level was unknown. The customer was assisted with troubleshooting. Customer reported insulin pump had pump hardware low level failures alarm during self-test. Customer was able to successfully clear the alarm. Customer states they ran self-test and insulin pump pass the self-test. Customer states they did displacement test and self-test and the hardware low level failures alarm as well as motor arm cannot communicate with the main arm alarm occurred. The device will be returned for analysis.

Manufacturer narrative:
The event type in section was changed from adverse event to malfunction. The section was also updated using (B)(6) 2019 aware date.

Manufacturer narrative:
Device power up properly after battery installation. Unit received with operating currents within spec. Device passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed delivery accuracy test at 0.08710 inches. No the motor arm cannot communicate with the main arm or hardware low-level failures noted during testing or listed in insulin pump history. The motor was tested outside of device and passed.